Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited high thresholds. The physician suspected a possible lead failure and replaced the lead. There were no adverse consequences to the patient.